Event description:
Patient revised on (B)(6) 2020 due to dislocation approximately one month after primary surgery. Surgeon explanted 40/+9 stability humeral cup and then implanted a 40/+6 stability humeral cup and a +9mm spacer.